Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all users were unable to log in to the pyxis enterprise server, and new nurses were unable to log in to the unit. A technical support specialist dialed into server and checked the identity directory service logs on the server, which revealed a directory authentication failure and a related certificate access issue. The tss verified that the self-signed security certificate was still valid and followed knowledge article configuration steps to update the identity directory service settings, but login access remained unavailable. Internal information technology support was engaged to address the directory authentication problem error. Subsequent log review confirmed successful user authentication. The customer later confirmed that access had been restored. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, all users were unable to log in to the server to determine why the new nurse could not access the dispensing machine. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.